Event description:
It was reported that a flogard infusion pump does not work. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. During the alarm log review alarm 38 was identified as the more specific reported problem. This malfunction was caused by a damaged force sensing resistor (fsr). The fsr was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.